Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) failed final pack testing. Interrogation via inductive telemetry revealed a lower than expected battery voltage reading.